Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) had high out of range shock and pacing impedances on the right ventricular (rv) lead. During post radiation interrogation, out of range shock and pacing impedances, high thresholds, and noise oversensing were noted on the rv lead. The noise was reproduced during pocket manipulation maneuvers. The patient has been hospitalized pending system revision. This crt-d remains in-service at this time, and this investigation will be updated when further information becomes available. No additional adverse patient effects were reported. Additional information was received. The rv lead was successfully capped and abandoned, and the crt-d remains in-service. Reasonable evidence suggests the observed out of range lead measurements and associated oversensing were related to lead damage. No adverse patient effects were reported related to this crt-d. Additional information was received. The crt-d was also replaced, and the cause of the out of range lead measurement remains unknown. No additional adverse patient effects were reported. The device was not returned for analysis; therefore, a technical analysis could not be performed.

Manufacturer narrative:
Additional information was received. This crt-d was explanted, as the cause for the out of range impedances remains unknown.

Manufacturer narrative:
Reasonable evidence suggests the observed out of range lead measurements and associated oversensing were related to lead damage. No adverse patient effects were reported related to this crt-d.

Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) had high out of range shock and pacing impedances on the right ventricular (rv) lead. During post radiation interrogation, out of range shock and pacing impedances, high thresholds, and noise oversensing were noted on the rv lead. The noise was reproduced during pocket manipulation maneuvers. The patient has been hospitalized pending system revision. This crt-d remains in-service at this time, and this investigation will be updated when further information becomes available. No additional adverse patient effects were reported. Additional information was received. The rv lead was successfully capped and abandoned, and the crt-d remains in-service. Reasonable evidence suggests the observed out of range lead measurements and associated oversensing were related to lead damage. No adverse patient effects were reported related to this crt-d.

Event description:
It was reported this cardiac resynchronization therapy defibrillator (crt-d) had high out of range shock and pacing impedances on the right ventricular (rv) lead. During post radiation interrogation, out of range shock and pacing impedances, high thresholds, and noise oversensing were noted on the rv lead. The noise was reproduced during pocket manipulation maneuvers. The patient has been hospitalized pending system revision. This crt-d remains in-service at this time, and this investigation will be updated when further information becomes available. No additional adverse patient effects were reported.